Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was difficult to connect and had smashed ends. Report 1 of 2. Verbatim : customer having some complaints from MRI and CT about ref# (B)(4). It is very difficult to twist the connections to the extension. Also, lot# 22119133 had some smashed ends on the blue connector side.

Manufacturer narrative:
Investigation summary. A complaint of set being difficult to connect, causing breakage was received from the customer. Photos were provided by the customer for investigation. In the photos, the packaging of the set can be seen. The maxzero is also seen to be damaged in the photos. The customer complaint of connection issues could not be confirmed from the photos. A device history record review for model mp5301-c lot number 22119133 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined as the failure could not be confirmed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was difficult to connect and had smashed ends. Report 1 of 2. Verbatim : customer having some complaints from MRI and CT about ref# (B)(4). It is very difficult to twist the connections to the extension. Also, lot# 22119133 had some smashed ends on the blue connector side.